Event description:
A report was received that the patient underwent a pocket revision procedure. The patient was having difficulty charging the implant and x-ray showed that the ipg was flipped in the pocket. The patient is reportedly doing well following the procedure.